Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval. Based upon the condition in which the same was returned, the investigation is confirmed for retraction issues and a break at the proximal balloon glue joint. A complete circumferential break to the outer catheter at the proximal balloon glue joint was observed. The break was examined under magnification (20x). The edges of the outer shaft break were observed to be jagged and slightly stretched, indicating that excessive tension/manipulation may have been applied to the shaft. The sheath was examined and the distal tip was noted to be flared. It is likely that the break in the outer catheter was a result of the retraction issues. However, the definitive root cause for the retraction issues could not be determined based upon the available info.

Event description:
It was reported that the pta balloon would not inflate past 4atm and upon successful retraction, a break at the proximal balloon joint was observed. Another balloon was used to perform the procedures. There were no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.